Event description:
It was reported that the patient with an artificial urinary sphincter (aus) experienced recurring incontinence. Upon revision, it was found that the cuff came undone around the urethra causing the patient to be incontinent. The cuff was replaced with a new 5 cm. No additional patient complications were reported.

Event description:
It was reported that the patient with an artificial urinary sphincter (aus) experienced recurring incontinence, and the cuff was unable to close. Upon revision, it was found that the cuff came undone around the urethra causing the patient to be incontinent. The cuff was replaced with a new 5 cm. No additional patient complications were reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this artificial urinary sphincter (aus) underwent a thorough analysis. The cuff was visually inspected, and leak tested. The cuff passed visual inspection. No damage or abnormalities were found. No leaks were identified. Based on the information available and analysis results, the reported clinical observations of unbuckled and mechanical issues could not be confirmed. However, the reported patient symptom of urinary incontinence is a known risk associated with implant of these devices as indicated in the instructions for use. Therefore, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient with an artificial urinary sphincter (aus) experienced recurring incontinence, and the cuff was unable to close. Upon revision, it was found that the cuff came undone around the urethra causing the patient to be incontinent. The cuff was replaced with a new 5 cm. No additional patient complications were reported.